Manufacturer narrative:
(B)(4). This report is for a report of a user error; the patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is user error / mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center and stated that the home patient (hp) changed the cassette after receiving a check supply line alarm. The baxter technical service representative (tsr) advised that if they changed the cassette, they needed to change the supply bags too. Product surveillance attempted to contact the nurse on (B)(6) 2011. There was no answer; however, a detailed message was left to notify the nurse of the patient's use error. Product surveillance advised to call should she have any questions or to report any patient injury associated with this event. No further information is available. No patient injury or medical intervention was reported.